Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified artery. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres. The device was removed without any problem and the procedure was completed with another of the same device. No complications were reported.